Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: broken shell, opening, crease flat and underweight. A microscopic analysis was performed which identify two striated edge opening, consist with use of a surgical tool and a sharp opening in the anterior side. Based on the device analysis the final assessment is two striated edge opening on anterior due to surgical damage and a sharp opening on anterior due to an unidentified (tear) opening. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Device was explanted.